Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called on (B)(6) 2014 stating that while connected to the power module and getting up from a nap, he experienced low speed and driveline disconnect alarms, and a yellow wrench illuminated. The patient also reported that the green power on symbol was illuminated and the patient was being feeling fine. The patient went to the clinic and during the device interrogation it was noted that multiple low speed, pump off and driveline disconnect alarms occurred in the timeframe when the patient called. The patient stated that he was connected to the power module when the alarms occurred and that his driveline never became disconnected from the system controller. The alarms did not occur once the patient switched over to battery power. The patient's brain natriuretic peptide (bnp) was 182, complete blood count (cbc) basic metabolic pane (bmp) was within normal limits, ldh was 302, and inr was 3.82. An x-ray was taken and a concerning area at the distal end near the bend relief was noted. The patient was admitted into the hospital for a possible driveline repair. Two days later the manufacturer's technical service representative evaluated the percutaneous lead and noted no wires were broken. When cutting into the outer white silicone jacket, a dried reddish substance was found. It was suspected that the internal pump end bend relief may be fractured. Details were discussed with the physician, and a decision was mde to not proceed with a driveline repair at the external damaged area. The patient was to stay on batteries at all times. The patient was moved to status 1a for a heart transplant. The patient reportedly has not had any more alarms since the initial alarms. It was reported on (B)(6) 2014 that the patient remains ongoing awaiting a heart transplant.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.